Event description:
As reported per the edwards field clinical specialist (fcs), during a transfemoral tavr procedure, upon removal of the sheath, the common femoral at the arteriotomy site transected completely. A 360 degree anastamosis was sewn to repair the artery. Per report, access was marginal, between 7mm and 8mm in the common femoral artery where they placed the 24fr. Sheath in the right femoral. This location was pre-planned for surgical cutdown. They used every dilator in the kit sequentially and then went up with the sheath. The case went well and during withdrawal of the sheath, the vessel transected completely. No blood loss occurred because the surgeon cross clamped both distally and proximally from the transection as he pulled the sheath out. A 360 degree anastamosis was sewn to repair the artery and the patient was stable. Two days post op the patient was out of the ICU and recovering normally. This patient¿s access vessel minimum luminal diameter (mld) was indicated as between 7 and 8mm with moderate calcification and mild tortuosity. The cause of the injury was indicated as small vascular access for the 24 fr. Sheath, but they went ahead with a plan to maintain hemostasis in the event of an iliac rupture or transection.

Manufacturer narrative:
According to the instructions for use (IFU), cardiovascular complications, including perforation or dissection of vessels which may require intervention, are potential adverse events associated with the transfemoral transcatheter aortic valve replacement procedure. According to literature review, and as documented in technical summary, vascular complications are a well recognized complication of the transfemoral tavr procedure in this elderly population with multiple co-morbidities. Edwards has reviewed many reports, including screening data records and source documentation of vascular complications and has found that the root cause is typically related to a combination of vessel size, tortuosity and calcifications. Although the incidence is decreasing with smaller sheath/delivery system sizes and physician experience, there will continue to be cases in which vascular complications will occur. The thv physician training manuals instruct on procedural considerations for sheath insertion with regards to proper screening critical to reducing vascular complications. The training manual instructs the operator on proper sheath insertion and withdrawal techniques, including pre-dilating the vessel with the edwards dilators. It also notes that calcification may reduce lumen diameter and limit or prevent transfemoral passage of the devices. The IFU contraindicates patients with ilio-femoral vessel characteristics that would preclude safe placement of sheaths such as severe obstructive calcification or severe tortuosity. Pre-procedure screening and assessment of the femoral/iliac artery internal diameters will enable the clinician to determine if the sapien valve can be delivered transfemorally. Assessment of location and amount of circumferential calcium will aid in determining areas of reduced vessel diameters. The operators are trained to measure minimum vessel diameter taking calcium into account. The physician training manual also lists the minimum recommended vessel size for each size device. Despite the best screening tools, a small percentage of patients will have femoral/iliac vessels that are not amenable to the trans-femoral approach or where increased resistance is encountered during insertion of devices. In many cases, the vessel minimum luminal diameter (mld) may be borderline or below the indicated size. In addition, significant calcification and/or tortuosity, not always appreciable on imaging, could be contributing factors to the event. The minimum required vessel diameter for a 24 fr sheath is 8mm. In this case, the patient¿s minimum luminal diameter (mld) was indicated as between 7- 8mm, with moderate calcification and mild tortuosity. The cause of the injury was indicated as small vascular access for the 24 fr. Sheath. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.